Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the pca will alarm when there¿s still 15-20ml of medication left. Staff have to keep silencing the alarm and/or they are having to do a significant amount of wasting of the narcotic. Also, many staff are complaining, especially with pcas because the rate is so slow, that they are getting alarms for what is basically a low volume, but there¿s still 10ml left in the syringe. The programming information was not provided.